Event description:
The customer contacted beckman coulter (bec) to report that 150 ml of brown fluid leaked from the coulter lh 780 hematology analyzer while running samples. The leak was not contained within the instrument and customer was unsure of the source of the leak. Low vacuum drifted and voteout errors were received. There is an exposure control or risk management plan in place. The material safety data sheets (msds) are onsite and did not need to be reviewed. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of this incident. There was no biohazard exposure to mucous membranes or open wounds. No one had to seek medical attention. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment associated with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed that tubing had popped off of wire marker (wm7) of the blood sampling valve (bsv). The fse replaced the tubing on wm7 resolving the leak, voteout errors and low vacuum drifting issues. Failure mode was related to tubing popped off of wm7 of bsv. (B)(4).